Event description:
The customer reported an antibiotic solution infused in half of the programmed infusion time. There was no report of patient harm or medical intervention although requested no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer stated that the disposable set was not saved and that the biomed tested the pump and did not find anything wrong. At this time, the biomed plans on putting the device back into service since there were no problems found during testing. An event log review was requested however the logs and data set have not been received. A follow up report will be submitted with results of the evaluation should the logs be received.